Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer hemovac infection control bag was leaking blood at the connector part of the hemovac infection control kit. There was no report of injury or medical intervention associated with the incident.